Event description:
Additional information received indicates the ipg was electively replaced because it reached normal end of life. There were no allegations against this product, and no complications were reported during the replacement surgery. Issue reported. End of life /eos. Details of issue reported (pre-surgery). Ipg gave pc and rep cp the eol message. Date of surgery: (B)(6) 2025. Complications with procedure? No. Surgery event description: generator was replaced without any issues. No patient complications. Therapy was restored postoperatively. The previously implanted leads and anchors were not touched. The explanted generator will not be returned due to facility policy and it was discarded. Replacement - abbott. Product involved in event: ipg. Product serial (or lot) number: (B)(6). Product model: 3660. Product explanted: yes. Explanted product returned: no. Why was explanted product not returned facility policy.

Manufacturer narrative:
Based on the information received, no complaint-related allegation for the device was ascertained or presented.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
It was reported that the patient needs to undergo surgical intervention for an ipg replacement for an unknown reason.

Manufacturer narrative:
B5-corrected date of explant added.

Event description:
Additional information received indicates the ipg was electively replaced because it reached normal end of life. There were no allegations against this product, and no complications were reported during the replacement surgery.